Manufacturer narrative:
Date of this report updated from 09/20/2017 to 09/19/2017. (B)(4).

Event description:
It was further reported that the closure device was fully contained within in the was.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-09892. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were used. When attempting to recapture the closure device the was could not be advanced completely over the wds. The was was not able to recapture the feet. The physician redeployed the closure device in the left atrium again and attempted another recapture without success. The physician then disconnected the wds from the was and pulled the device into the was. They removed the wds and was. After inserting a new was the physician successfully implanted a 30mm closure device. No patient complications were reported.